Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# was unknown. No product information has been received to date.

Event description:
It was reported that the disposable cassette caused the pump to exhibit a continuous beep. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h4: correction: device manufacturing date: 02-feb-2021 . D4: correction: device expiration date: 20-jan-2026.